Manufacturer narrative:
Device evaluation: visual inspection of the returned instrument was conducted. It was confirmed that the tool was broken at the top portion above the laser marking. Based on the information received and the type of breakage observed, it has been determined the reported breakage was likely caused by normal age, wear and tear.

Event description:
Additional information was received that the part that got stuck was able to be retrieved/taken out.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that during the opening of the medullary canal without using force, the tool broke while rotating. As a result, the sharp part got stuck in the bone.